Event description:
A continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use. During evaluation, an issue related to the sound abatement foam was observed. The manufacturer's investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
A continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use. During evaluation, an issue related to the sound abatement foam was observed. There was no report of patient harm or injury. The manufacturer inspected the external part and internal part of the device and found blower foam degradation and blower foam particle inside. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found five error codes. The manufacturer replaced parts, clear error log, reset time clock. The manufacturer concludes there was evidence of sound abatement foam degradation. Section h6 were updated in this report.